Event description:
Atty alleges the plaintiff experienced extensive bruising and swelling causing them severe physical pain as well as mental and emotional distress. Plaintiff suffered and continues to suffer grievous and permanent bodily harm, including but not limited to the following: extreme physical pain, discomfort within and around the breasts, numbness in the breast area, hardening of the breasts, build up of scar tissue within the breast, change of shape of the breast and asymmetry of the breasts, headaches, physical pain and discomfort throughout the body, discoloration and bruising of the breasts. Physcological trauma, fear, stress, mental distress, suffering and anguish relating to the foregoing disorders and fear of susceptibility to same, change of personality, depression, past and future exposure to unnecessary and unexpected medical treatment, testing, surgery, anesthesia, pain and suffering, inability to engage in customary daily activities for any period of time, or at all, black, yellow and, or alternatively, white fluid discharge from the nipple(s), abnormal sensation and loss of sensation in the breasts and/or nipple(s), chronic fatigue and weakness, arthritic joint changes, thyroid disfunction, nausea and dizziness, sleep disturbance, hair loss, visual deterioration, neurological symptoms and dysfunction, pain and discomfort in the chest and area of the heart, past and future physical disability and disfigurement, joint pain, loss of ability to concentrate, fibromyalgia, formation of fibrotic tissue and encapsulation, infiltration of adjacent or surrounding tissue by silicone gel, migration of silicone gel throughout the plaintiff's body, silicone syndrome, atypical connective tissue disorder, raynaud's syndrome, scarred breasts, capsular contracture, pain and stiffness in the muscles, swelling in the extremities, fevers and night sweats, easy bruisability, skin rashes, bowel problems, bladder problems, dry mouth, problems swallowing and dry eyes syndrome.